Event description:
The patient was admitted for a laparoscopic radical nephrectomy surgery. Prior to the start of the procedure, two surgeons tested the harmonic ace scalpel and found the max button worked but the min button did not work. The device was not used on the patient. There was a slight delay in getting a new device.